Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a difference in impella's placement signal compared to the blood pressure (bp) and cuff readings. Additionally, the pump exhibited low purge flow with suction alarms. The impella was on p-5 with flows of 2.6 l/min and stable hemodynamics. Echocardiogram (echo) showed impella deep at 4.1 cm. The physician pulled back the impella under echo guidance. There was no reported harm to the patient.

Manufacturer narrative:
The returned pump was connected to an aic (automated impella controller) and the placement signal reading was a steady-6/-6 mmhg. No other abnormalities were observed. There was no optical signal issue found during the case. The device functioned/operated to specification. Impella is not intended to function as an arterial catheter. There was no high purge pressure found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.